Manufacturer narrative:
The pump was received with a stuck motor error alarm loop during bolus delivery and the motor position encoder alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to perform the excessive no delivery alarm due to a motor error alarm anomaly. The pump had a minor scratched lcd window, s cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 297 mg/dl at the time of the incident. Customer stated that when he tries to rewind the pump, the pump won't go any further than the rewind. Customer stated that there was an x-ray taken but he was not in the room where the x-ray was taken. Customer was unsure if he received a motor position encoder error alarm. Customer was assisted in completing the rewind sequence. Customer received a no delivery alarm while priming. Customer resolved the no delivery alarm and continued troubleshooting. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer had 3 motor error alarms in the alarm history. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.